Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 4. Primary UDI number. Additional information: d 4. Expiration date, h4. Device manufacture date, h 6. Type of investigation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. First additional information request message sent via e-mail to the hcp on 4/1/2025: it was stated within the additional information responses provided to ethicon on january 24 ,2025 that the lot number of the product used was 5.0 coated vicryl, j500g, lot #1033jc. A manufacturer record evaluation for lot #1033jc showed that it is affiliated with a different suture product code. 1. What is the lot number associated with product code j500g, that experienced the quality issue during the procedure? 2. Was there an a quality issue experienced with the suture from lot 1033jc? If so, please provide all available details? 3. Were there two separate quality issues experienced during the procedure, one with vicryl product code j500g, and a second with a different suture from lot 1033jc? A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a dental procedure on (B)(6) 2025 and suture was used. During the procedure, while pulling the suture through the gum, the needle popped off. Another like device was used to continue with the procedure. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: can you identify the lot number of the product used? What is the procedure date? Please provide the source or name and title of the external person providing answers to follow-up. 5.0 coated vicryl, j500g, lot #1033jc procedure date (B)(6) 2025 surgical assistant.